Event description:
One pt with discrepant results for bun and creatinine. Initial bun result gave 17 mg/dl; repeat gave mg/dl. Initial creatinine result gave 1.77 mg/dl; repeat gave 0.62 mg/dl. Erroneous results were reported. Pt not adversely affected. The field svc rep found the gear pump pressure was low and adjusted the pump pressure. Performance tests were performed.